Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not keep area clean before starting peritoneal dialysis. Per the local baxter affiliate, the patient was retrained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient retraining on proper aseptic technique has been requested from the local baxter affiliate. A follow-up report will be sent if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of area was not clean before starting pd and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 ultrabag therapy (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. On (B)(6) 2012, the patient began remedial therapy with vancomycin (2gm, ip, first day and seventh day), amikacin (10 mg, ip, each exchange) fortum (1gm, ip, every day) and heparin (1000 units, ip, every exchange). The cause of the peritonitis was the area was not clean before starting pd. It was unknown if the patient recovered from the peritonitis. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the area was not clean before starting pd.